Manufacturer narrative:
A correction based on additional information received.

Event description:
It was reported to us through a clinical study that a possible device related adverse event occured: right hip/groin pain. Reported treatment: medication / orthotics. Reported outcome: resolved.

Manufacturer narrative:
(B)(4).